Event description:
Surgeon reported a leaking lap-band system to an allergan sales rep, who will attend the explant surgery. More information to be provided. F/u findings: product field note returned with the device noted "leaking tubing connection" and the taper/tubing connector is circled on the system diagram. The access port was replaced on the 9/75 cm lap-band system.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."